Manufacturer narrative:
Carefusion file identification: (B)(6). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion factory service received the suspect device for repair. Factory service repaired the device and sent the suspected components to the failure analysis lab for further evaluation. At this time, the alleged faulty part has not been evaluated by carefusion failure analysis lab. Once evaluation is complete by the carefusion failure analysis lab, a follow-up report will be submitted.

Event description:
The customer reported while using the avea ventilator; the touchscreen is not responding to touch. The issue occurred during pre-use check. There is no report of patient involvement associated with the event.